Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's wife stated the patient passed out at 6:30am without any symptoms prior to losing consciousness. The patient noted that he did not remember what the cgm was reading prior to passing out. The patient's wife called paramedics and when they arrived the cgm was 63 mg/dl and the patient's bg was 40 mg/dl. The hypoglycemia was treated with an unremembered medication and the patient recovered after treatment. The paramedics took the patient's bg reading but did not inform the wife of the value. The paramedics stayed for almost 2 hours and left. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.